Event description:
It was reported that the procedure was to treat a totally occluded lesion in the proximal to mid left anterior descending artery (lad) with mild tortuosity. Pre-dilatation and aspiration was performed. Two non-abbott stents were implanted in the mid lad and the proximal lad. The 2.5 x 20 mm trek was prepped inside the guiding catheter, and used to post-dilate the stents. One inflation was performed in the proximal lad. The distal lad was then dilated with 5 inflations at 8 to 14 atmospheres (atm), for a total of 155 seconds. The trek balloon was removed, and a kissing-balloon technique was planned to be performed; however, outside the anatomy, it was observed that contrast was leaking form the proximal shaft. The procedure was completed without the kissing-balloon technique. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough (x3). Guide cath: launcher ebu 3.5. Stent: liberte (x2). Evaluation summary: evaluation of the returned trek catheter noted blood and contrast visible in the inflation lumen and in the loosely folded balloon which is consistent with preparation and a leak while in the patient anatomy. The guide wire exit notch and shaft were torn distally for a length of 9 mm. The outer member was wavy at the tear. Using a new indeflator filled with water, attempted to pressurize the balloon when fluid leaked out of the tear in the guide wire exit notch and shaft. The balloon did not inflate because of loss of pressure. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the dilatation catheter in an opposite direction as the guide wire. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. As there was no damage or leak noted to the catheter during the inspection or preparation prior to use, it is likely the tear in the shaft occurred during the procedure. It was reported the trek catheter was prepared for use inside of the guiding catheter. It should be noted the trek coronary dilatation catheter instructions for use (IFU) states to prepare an inflation device with the recommended contrast medium according to the manufacturing instructions. Evacuate air from the balloon segment using a 20 cc syringe or the inflation device. All air must be removed from the balloon and displaced with contrast prior to inserting into the body. It does not appear that the incorrect preparation contributed to the reported difficulties. A search of the device lot history record indicated no nonconforming material records for the lot related to the complaint. Additionally, a search of the complaint handling database indicated no other incidents. In summary, based on this investigation, there is no indication of a product quality deficiency.